Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The linkage assembly was observed to be partially extended. The release bar was disengaged, which indicates that the needle mechanism components should have been in the deployed orientation. Upon opening the pod, the needle mechanism was observed to have misfired due to the incorrect installation of the chassis sub-assembly. The needle mechanism fired into the e-seal, resulting in significant damage to the hard cannula. The incorrectly installed chassis sub-assembly is confirmed as the root cause of the reported needle mechanism complaint.

Manufacturer narrative:
Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone16.2 cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.